Event description:
Alleged the trendelenburg and reverse trendelenburg function will not work. When the trend function is activated, the bed will only rise and lower.

Manufacturer narrative:
The facilities biomed indicated that the bed was put back into service, and repairs were not completed.